Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose levels were 366 mg/dl, 460 mg/dl, 412 mg/dl and 322 mg/dl. Customer was trying to deliver insulin bolus. Customer also reported that the insulin pump had cosmetic damaged. Troubleshooting was refused for high blood glucose. The insulin pump will not be returned for analysis.